Event description:
It was reported the device in the emergency room did not generate an apnea alarm when the patient stopped breathing; however, a family member notified nursing the patient had stopped breathing. As the alarm notification was not received, there was a delay in care, which required additional intervention. The patient was then monitored in the critical care room within the emergency department. The monitor was tested, revealing apnea alarms were generated at the monitor and generated at the central station.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the intellivue mmx indicating that the device in the emergency room did not generate an apnea alarm when the patient stopped breathing; however, a family member notified nursing the patient had stopped breathing. As the alarm notification was not received, there was a delay in care, which required additional intervention. The patient was then monitored in the critical care room within the emergency department. The monitor was tested, revealing apnea alarms were generated at the monitor and generated at the central station. A request for additional information was sent and it was identified that the patient was being monitored in the emergency department due to a seizure and history of epileptic seizures. Keppra and toradol had been administered prior to the apneic episode and the physician administered narcan to treat the patient. There were no other alarms noted at the time of the event, and it remains unknown if there was a delay in care to the patient; however, the family came to the nursing station and indicated the patient was not breathing. The patient was admitted to the hospital and no permanent damage was incurred. The field service engineer (fse) went onsite and confirmed monitor sounds and has visual indications of alarm and alarm alerts as expected at the nurse¿s station. The complaint was escalated for technical investigation and the results indicate the alarm functioned as designed. The logs show that bed wlex17 generated an apnea alarm which was silenced a few seconds later at the bedside. From the logs it is evident that the intellivue mmx did generate apnea alarms and alarm sounds were played at the piic and the alarm was acknowledged within a minute. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.